Event description:
Customer's mother reported hospitalization due to low blood glucose. The insulin pump delivered 120 units of insulin at one time. The blood glucose reading went from 486 mg/dl to 50 mg/dl in one hour. The paramedics were called. Caller stated she tried to get her son to eat. The blood glucose reading was 128 mg/dl. When customer arrived at the hospital, the blood glucose reading was 63 mg/dl. Customer was admitted into ICU. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm was noted. No unexpected boluses observed during testing and units left in the test reservoir matched with the units left on the status screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.